Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The customer reported an "image issue. A precise analysis of the cause cannot be carried out because the product was scrapped and it is therefore no longer available. Based on the images provided to us by (B)(6), severe damage in the form of an impact mark/bruise in the distal area of the shaft is visible. Also clearly visible is the significant clouding of the distal cover glass, which could indicate a possible leak in this area. The detailed images show foreign particles in the rod lens system and almost complete shading of the optical system. Based on the damage visible in the images, we currently assume that the rod lens system has been mechanically damaged by external influences, which has had a significant negative impact on the imaging and made further use of the optics impossible. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It has been reported the scope had image issue during procedure. No negative impact in state of health reported.